Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer had changed infusion set, blood sugar was in the range of 270 mg/dl and tested again and its at 307 mg/dl. Customer stated that they checked blood glucose value later and it was 270 mg/dl, but the screen said 306 mg/dl. In the middle of the night saying it was 63 mg/dl, which is kind of low for and they checked again and it was 31 mg/dl. Customer declined to troubleshoot for low blood glucose value. Insulin pump will not be returned for analysis.